Event description:
It was reported that this patient's right shoulder was revised approximately 5 years 2 months post op. This was a revision of a stemless atsa, legacy cage glenoid failure and poly wear. Removal of exactech stemless atsa with legacy cage glenoid, poly/liner failure and extreme poly wear, disassociation from pegs. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
(D10) concomitant device(s): 300-62-02 - stemless humeral comp integrip, cage, size 2, (B)(6); 310-61-47 - stemless humeral head 47mm x 18mm x beta, (B)(6); 319-01-32 - steinmann pin sterile 3.2mm x 178mm, (B)(6); 315-35-00 - glnd kwire, (B)(6).

Manufacturer narrative:
The revision reported was likely due to prosthesis wear and fracture of the caged glenoid as reported. The cause of these failures may be due to incomplete seating of the implant and/or off-axis drilling of the peg holes during implantation leading to a rocking horse effect around a well-fixed cage. However, the series of events could not be confirmed as the devices were not returned for evaluation. Potential contributions of patient or user-related issues to the event cannot be determined from the reported information. H6: corrected medical device, component, and investigation clinical codes.